Event description:
It was also reported that the reps had met this patient about ten times since implant.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and leads were replaced on (B)(6) 2014, but the patient was not sure if it was just the ins or leads. The stimulation was only helping on the left side. The stimulator was not helping with the center and the right side pain. This was an issue since the device was implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received about 3 weeks later that a manufacturing representative spoke to the patient the day prior. The patient had to be seen by his physician before he could be scheduled for the revision. He did not have an appointment schedule at this time.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was still not feeling stimulation on the right side and was awaiting authorization for the revision. He was able to recharge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a lead revision three weeks prior to (B)(6) 2015. The "device" wasn't "working at all." The patient had the revision done because he wasn't getting relief on the right side. The issue with stimulation had been occurring since original implant. The patient never felt relief on the right side-had the issue early on. The patient stated the leads were wrapped around the battery. The manufacturer's representative stated that both leads were coiled up at the pocket site. The system wasn't "exactly" placed. This was an off label peripheral nerve stimulation (pns) system. The leads were repositioned/moved a little bit to address back pain. The manufacturer's representative noted that both leads were revised (B)(6) 2014. One manufacturer's representative stated that one lead was kept and the other lead was replaced. However, a different manufacturer's representative stated that they kept both leads and so what the patient had implanted after the revision was what he had from the initial implant. In other words, nothing was explanted and the patient had all the same components from the initial implant. The patient had an appointment on the (B)(6).

Event description:
It was reported that since implant a patient has only felt the stimulation on the left side, however, he needed it in both sides. It was noted that during the call when the patient first tried the programmer the screen that was described ¿sounded like the recharge ins (implantable neurostimulator) screen¿ but shortly afterwards the patient stated that he could feel the stimulation and it was at 5. The patient noted that he was able to walk several blocks afterwards which he ¿hadn¿t been able to do in 1.5 years.¿ the patient asked how long the stimulation was supposed to run and stated that it stopped last night. The patient stated that he was not familiar with the programmer and stated that he might have turned stimulation off himself. It was stated that the patient¿s next appointment was on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) system was not correctly located to help the patient¿s pain and the procedure was not done correctly. The patient thought the wires were one to two millimeters away from the right side and when the wires were put in they had come up short for some reason. The patient stated they would probably have to have them redo the procedure to extend the wires. The patient had their stimulation amplitude up to 10 otherwise they don¿t feel anything. A lower setting would not do anything for the patient. The patient had met with a manufacturing representative twice and that was not helping. Stimulation had not been helping the patient¿s lower back since implant and they only had stimulation on their left side and not their right side. The patient needed stimulation on both sides of their back. The patient had no problem with their left side, but it was the middle and left side of their back that ¿became impossible¿ and they could not stand in the shower. When making dinner, the patient could not stand for more than ten minutes at the counter. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient's incision was not 100% closed.

Event description:
The cause of the event was not determined. The patient's doctor was planning to do a revision of the right lead. The patient was feeling the same.

Manufacturer narrative:
(B)(4).